Event description:
On (B)(6) 2012, it was reported that this vns patient underwent generator revision on (B)(6) 2011 due to end of service. The explanted generator was returned on (B)(6) 2012 and underwent product analysis. Analysis of the generator was completed on 07(B)(6) 2012. An end-of-service warning message was verified in the pa lab and found to be associated with the output being disabled by the pulse generator. The battery was found to be depleted. On (B)(6) 2013, clinic notes dated (B)(6) 2011, were received indicating that this vns patient¿s seizures had increased over the past two months. The patient was having seizures during the day: the patient turned to the right, was unresponsive for 30-60 seconds, and was upset or tired afterwards. Programming/interrogation data from 2011 is only present for (B)(6) 2011. The device was interrogated on both (B)(6) 2011 at output current - 2ma / frequency - 30hz / pulse width - 500 / on time - 30 sec / off time - 1.1 min / neos. This indicates that the device was not at an eos pulse disabled status at the time of explant.

Event description:
Additional information was received that vns had been very helpful for the patient and that the seizures fluctuate often. The physician was not willing to provide any additional information.